Event description:
In 1997, pt was implanted with bilateral fossa-eminence and condylar prostheses. In 2003, the right fossa-eminence and condylar prostheses were removed and replaced in a revision surgery. The reason for surgery was noted to be limited opening due to ankylosis.